Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio on (B)(6) 2013, ventralight st on (B)(6) 2013 and ventrio st. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient sustained injuries on (B)(6) 2013 and (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to correct the patient ID, which was inadvertently incorrectly reported in the initial MDR. This supplemental emdr represents the bard/davol ventrio st (device #3). Additional supplemental emdr's were submitted to represent the bard/davol ventrio mesh (device #1) and ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #3). Additional emdr's were previously submitted to represent the bard/davol ventrio mesh (device#1) and ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio on (B)(6) 2013, ventralight st on (B)(6) 2013 and ventrio st. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient sustained injuries on (B)(6) 2013 and (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum #1: h11: this supplemental emdr is submitted to correct the patient ID, which was inadvertently incorrectly reported in the initial MDR. Addendum #2:   this supplemental emdr is submitted to document additional information provided.   Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course.   . This supplemental emdr represents the bard/davol ventrio st mesh (device #3). Two additional supplemental emdr was submitted to represent the bard/davol ventralight st w/ echo mesh (device #2) and ventrio mesh (device #1).   Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio on (B)(6) 2013, ventralight st on (B)(6) 2013 and ventrio st. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient sustained injuries on (B)(6) 2013 and (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with ventral incisional and umbilical hernias thereby underwent open repair with the implant of ventrio mesh (device #1). Per operative notes, ¿a ventrio mesh (device #1) was placed and sutured.¿ on (B)(6) 2013 - patient was diagnosed with recurrent ventral incisional hernia, adhesion thereby underwent laparoscopic repair with implant of ventralight st w/ echo mesh (device #2). Per operative notes, ¿a ventralight st mesh (device #2) with echo ps positioning system was placed and sutured.¿ on (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia, adhesion thereby underwent open repair with explant of ventrio mesh (device #1) and ventralight st w/ echo mesh (device #2) and implant of large ventrio st mesh. Per operative notes, ¿ventrio mesh (device #1) and ventralight st w/ echo mesh (device #2) was excised completely. A large ventrio st mesh was placed and sutured.¿